Event description:
It was reported that in the intensive care unit, when the dressing was being removed to disinfect the insertion site the day after the catheter was placed in the pt's right internal jugular vein, a leak was found approx 20 cm from the distal tip of the catheter. As a result, the catheter was removed and replaced with a new one. There was no reported delay, death or complications to the pt. It was noted that before the dressing was removed, no leak had been found.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.